Event description:
It was reported that the cervical cage was put in place and then impacted to insert the anchoring plate. Radiological control shows that the impact caused the cage to move, but the stop on the inserter should have prevented this. The surgeon was able to readjust the position of the cage and place the anchoring plate in the cage by gently impacting it without moving it. There were no patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00112. This device is the same device which is the subject of report 3004788213-2022-00111, but used a second time during a different procedure.

Event description:
It was reported that the cervical cage was put in place and then impacted to insert the anchoring plate. Radiological control shows that the impact caused the cage to move, but the stop on the inserter should have prevented this. The surgeon was able to readjust the position of the cage and place the anchoring plate in the cage by gently impacting it without moving it. There were no patient impacts. This is report two of two for this event.

Manufacturer narrative:
Inspection: the products were not returned and no photos were provided, so a physical evaluation is unable to be performed. However, the sales rep checked the implant holder after the surgery in the presence of hospital staff and did not notice any defects. DHR review the lot number is unknown, so the DHR records were unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: the implant holder was returned and inspected. There were no malfunctions found during the inspection and all dimensions were found to meet specifications for the adjustable stop. Root cause: a definitive root cause cannot be determined with the information provided as the returned implant holder was found to function as expected. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the cervical cage was put in place and then impacted to insert the anchoring plate. Radiological control shows that the impact caused the cage to move, but the stop on the inserter should have prevented this. The surgeon was able to readjust the position of the cage and place the anchoring plate in the cage by gently impacting it without moving it. There were no patient impacts. This is report two of two for this event.